Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported problem of air in line error by the presence of air-in-line alarms in the event history log. Evaluation was unable to reproduce the reported symptom due to a constant reload set alarm. The cause of the air in line error was determined to be the upstream sensor out of specification. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an air in line error. There was no patient involvement. No additional information is available.